Event description:
It was reported that the 9900 system locked up during daily cases. The 9900 system was rebooted and the procedures were completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced. The software was reloaded. The boards and cables were re-seated during the service call. The system was tested and found to be working as intended and put back into service.